Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, the lens vaulted anteriorly. Intervention was performed to exchange the iol for a different lens model. The pt is doing well post lens exchange. Additional info has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.